Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient stated they had their stimulator removed about a week ago. The patient said the device wasn't working for them, so they decided to have it removed. The patient said they elected to have the device removed, and there was nothing wrong with the device; they just overestimated the relief they would get from the implanted stimulator. The patient said the trial was limited in terms of activity, so they weren't able to get a good read on what relief the implanted device would provide, and it was their own fault for getting the device put in. The agent asked when they noticed the stimulation wasn't working for them, and the patient said it had been a while, a long time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported the ins was removed on (B)(6) 2025 because it was not providing relief.